Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that external force was applied to the bending rubber during handling, resulting in damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the adhesive on the bending rubber of the cystonephrofiberscope is chipped. There was no patient involvement.